Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the black box (bb) data for the date of the complaint has been overwritten due to continued use of the device. The pump¿s total daily dose (tdd) and bb from (B)(6) 2015 showed that the pump was running a temporary basal rate. The pump ran a 24 hour program @ 1 unit/hour; the pump history showed 24u delivered on each day. The tdd added up correctly to the basal segment programmed by user. A flow accuracy test was performed on the pump with no delivery defects found. There were no errors, alarms or warnings in the alarm or bb history. The original complaint could not be duplicated or confirmed.

Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms associated with an inaccurate delivery issue. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to an unknown cause. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.